Event description:
It was reported to philips that the system did not start and remained at 0:00 during startup. No harm was reported to philips. Philips has started an investigation of this complaint.